Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair procedure, when the fast fix knot was pushed after sewing, the suture being tangled, unable to tighten. Both t's were removed from patient with tweezers. The procedure was completed with a back up device and a surgical delay of less than 30 minutes was reported. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 d4 and h4: part number, lot number, exp and mfg dates updated.

Event description:
It was reported that during an unknown procedure, when the fast fix knot was pushed after sewing, the suture became tangled and could not be tightened. The procedure was completed using a backup device, and it is unknown if there was any surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were not returned. Two partial sutures were returned. The variable depth straw has been trimmed. Bio debris is present. Image attached. A functional evaluation could not be performed because both implants have already been deployed. An analysis of the customer provided image found a piece of suture, the image is too blurry to see any implants. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.